Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/08/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics consistent with a lens that was handled during insertion, and removal and replacement. Haptic damage was observed before and after cleaning the lens, which can be attributed to handling during the insertion and removal. No additional defects were observed. The complaint issue could not be confirmed (haptic damage is similar to haptic detach, however it cannot be used to confirm haptic detach per definitions provided by amo-04-d024) and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem with loading a za9003 model intraocular lens(iol). The lens was inserted, but then removed due to an issue with the haptic. The haptic detached while the physician was rotating the lens in the eye. The procedure was completed using another za9003 lens. No further information available.

Manufacturer narrative:
Pt info: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.